Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the implant is working its way out of the pocket. The patient claimed that a corner is against the skin. The patient does not have a managing physician at this time and has moved. It has been working its way to the skin for 2-3 months. The patient was sent a list of managing physicians and redirected to follow up with a healthcare professional to address the issue. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The issue had not yet been resolved. The healthcare provider's office left a message for the patient asking for a virtual appointment, but the patient indicated that this was not an issue that could be evaluated over the phone. It was reported that the patient has an appointment with a new healthcare provider on (B)(6) 2020. No further complications were reported.